Event description:
It was reported that the ilet user experienced a low glucose episode, disconnected from the pump, treated the low with 6¿8 glucose tablets and sugar water, and subsequently experienced high glucose. The user reported the pump was giving too much insulin, was pausing the pump when trending low, and the device was reset per healthcare provider instruction with agent assistance. Symptoms included hypoglycemia and hyperglycemia ranging from 42 mg/dl 347 mg/dl, with fatigue reported during high glucose. Outcomes included no lasting health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue related to overtreatment of hypoglycemia, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.